Event description:
It was reported that a presyncopal patient presented in the hospital. Upon device check up it was noted that the right atrial and the right ventricular lead exhibited noise episodes that were reproducible through isometric exercises. It was also noted that the right ventricular lead had high pacing threshold. No further information was available.